Event description:
A pt received total IV anesthesia without a protected airway. Her eyes were protected with the s-2020 eyegards. When the drape was removed after surgery, the surgical team saw the bottom of the eye tape had come loose and the child's eye had been open during the procedure. Postoperative, the pt was complaining of severe eye pain. Ophthalmology was consulted. The pt was diagnosed with bilateral keratopathy as a result of incomplete closure of her eyes during the procedure. She required 24 hrs of antibiotics.